Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 25-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was having "trouble with it" during the call. The patient explained that she had trouble w/ the implant itself after surgery that will require a revision. Clarification was asked for, and the patient just kept stating that she had a lot of problems after surgery, and that a year ago, she had an MRI that showed a "lead artifact" in her spinal dura. The patient said one of her leads might have migrated and she is working w/ her pain clinic and is scheduled for an appointment with the rep to address the issues.